Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the hcu40 device was not able to provide cold cardioplegia when warming the pt. The ice block was eliminated and the compressor was locked out. The cardioplegia temperature would rise during delivery. No personal injury or death occurred. Reference: (B)(4).